Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a yellow mark was observed on a small volume intermate (not further specified). This was identified during labeling and prior to patient use. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between january 3, 2019. January 5, 2019. The device was received for evaluation. A visual inspection was performed and light transparent yellow particulate matter (pm) was noted approximately 0.40 square mm in size embedded in the material of the housing. The pm was not in the fluid path. A ftir spectroscopy test was attempted, but the embedded pm was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the embedded pm could not be determined. The reported condition was verified. The cause of the pm was due to the molding of the housing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.